Manufacturer narrative:
Insulin pump received with no display due to lcd bleeding.

Event description:
The customer reported via phone call that the insulin pump was display damaged. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.